Event description:
Pt was presented with pain 3mos-6mos later after total knee replacement of duofix femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.